Manufacturer narrative:
Internal complaint # (B)(4). Autonumber # (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use were observed. There were no signs of blood observed. The silicone insulation did not show any signs of cracks or peeling. The heater wire was observed to be bent/twisted and had detached from the tip of the hot jaw, but remained attached to the base. Based on the returned condition of the device and the evaluation results, the reported failure "material twisted/bent" was confirmed. Specific actions for the reported failure mode "material twisted/bent" are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 tip (heater wire) was broken. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 tip (heater wire) was broken. A replacement device was used to complete the procedure. No patient involvement.